Manufacturer narrative:
The reported events of a helix mechanism issue and failure to capture were confirmed. As received, a complete lead was returned in one piece. The lead was returned with the helix extended, stretched, bent, and clogged with blood/tissue. Visual and x-ray examination found the helix was stretched and bent in the helix region and the inner coil was over torqued in the connector region. The helix mechanism test could not be performed due to the helix was stretched, bent. Electrical testing performed did not find any conductor fracture but an internal short was found due to the inner coil over torqued in the connector region during the procedure. The cause of the reported events was isolated to the inner coil over torqued in the connector region and the helix stretched, bent and blood/tissue in the helix region.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead exhibited helix mechanism issue resulting in failure to extend the helix and failure to retract the helix. Furthermore, it was noted that the physician was unable to achieve satisfactory parameters. The rv lead was removed and replaced. The patient had no adverse consequences.

Event description:
New information received notes that the right ventricular (rv) lead had loss of capture during the procedure.